Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they had a return of severe back pain. The patient had gotten 10 epidurals to help with this pain. The pain had gotten better but they wanted their device reprogrammed. The stimulation only seemed to be going on the right side of their body. However, that was where the majority of the patient's pain was; they had neuropathy and needed the stimulation to do down their legs and foot. These issues started in (B)(6) 2016. The patient also had a fall on (B)(6) 2016 and they went to the hospital but the patient noted that this was not related to the device or therapy. The patient was implanted for failed back surgery syndrome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.